Event description:
Clamp is unsatisfactory; very difficult to close. One needs two clamps on a hyperalimentation solution bag to prevent leaking, then sometimes it will not prevent leaking. It is nearly impossible for a woman with small hands to close clamps without using pliers or auxiliary device.